Event description:
The customer reported that the display was not functional.

Manufacturer narrative:
The customer reported that the display was not functional. The unit was evaluated at philips, and the failure was confirmed. Replacing the power pca repaired the unit.